Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, while inserting the proglide into the artery, a "snap" was heard. The device broke at the o-ring. The device was separated in two pieces, attached by suture only. The patient was taken to surgery where the shaft was removed and the artery closed. The patient was kept overnight for observation. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.